Event description:
It has been reported that there was a fire in the room at (B)(6) hospital. The hospital has reported that it was at the outlet where the bed plugs into the wall. Patient was in the bed at the time, but was not injured. The outlet from the wall is in the possession of the fire department.

Manufacturer narrative:
(B)(4). (B)(4). Sticking jaw/cam. The analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the clips were fed and properly formed; however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the potential root cause of this issue. In addition, the instrument locked out but the orange indicator overtraveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing the 4th or 5th clip, the jaws clamped down on tissue, then had to be pried open to remove the device. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.